Manufacturer narrative:
Details of complaint: the customer reported their facility experienced a power outage during which the central nurse's station (cns) went down. Upon reboot, the cns would not boot into windows. The customer was provided with a replacement hdd to resolve the issue. No harm or injury was reported. They were monitoring bsm's and transmitters at the time. Service requested / performed: troubleshooting. Investigation summary: the cns shutdown spontaneously because the hard drives were corrupted after the ups battery failed and did not provide power during the power outage. Power outages are factors outside nk control. These are not related to a malfunctioning / deviation from performance of nk devices. This issue does not suggest an nk device deficiency/malfunction.

Event description:
The customer reported their facility experienced a power outage during which the central nurse's station (cns) went down. Upon reboot, the cns would not boot into windows.

Manufacturer narrative:
The customer reported that their facility experienced a power outage during which the central nurse's station (cns) went down. Upon reboot, the cns would not boot into windows. No harm or injury was reported. They were monitoring bsm's and transmitters at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: multiple transmitters were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni. Multiple bsm's were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: bsm's: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their facility experienced a power outage during which the central nurse's station (cns) went down. Upon reboot, the cns would not boot into windows.